Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "(the) heart beating harder" and it was noted the device had "misfired" two times. Additional information was received clarifying that the lead integrity alert (lia) triggered due to an elevated sensing integrity counter (sic) and increased pacing impedance. It was also noted that there were non-sustained tachycardia (nst) episodes. The right ventricular (rv) lead was revised and remains in use. It was further reported that the right atrial (ra) lead had increased thresholds and decreased p-waves. The ra lead was explanted and replaced. The patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.